Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvt4b8, (imp,tsv,4.1,8,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1256521. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256521 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative. H3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant mount can't be unscrew. Tapered screw vent 4,1mm x 8mm was planned to be placed, drilling sequence performed well as the instruction of use from zimvie, when the patient was ready, ready to placement the implant, set the motor torque is 35/cm, and start to open the package implant as usual, and when insertion, mounting can be unscrew as usual. Has used zimvie implant for several case, but this is first time, tried to hold the mounting using needle holder, and trying to unscrew, but still can't, so pulled out the implant from the patient, and had another stock with same size in my dental clinic, so used my another stock and place to the patient with no problem.